Event description:
Event description guidant/cpi received information that this ipg (implantable pulse generator) could not be telemetered at one point. Telemetry was later reestablished, but the the ipg exhibited 'no stimulation' and intermittent loss of ventricular sensing. The ipg was explanted and returned for analysis along with documentation (electrocardiogram strips and programmer printouts).